Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des and one nc euphora balloon were used to treat a lesion in the lcma. Approximately 8 months post index procedure patient suffered rectal bleeding. Lower gi bleed likely related to severe internal haemorrhoids. Patient was on dapt at the time of the event. The event was treated with medication, colonoscopy. Patient is recovered. Investigator indicated that event was not related to the device but probably related to the antiplatelet medication.